Manufacturer narrative:
A complaint was recently received for a problem involving an unexpected treatment couch descent. The couch fell approximately 57 mm (~2.25 inches). There was no injury to the patient or staff. We are currently investigating the root cause and possible preventive actions.

Event description:
A complaint was recently received for a problem involving an unexpected treatment couch descent. The couch fell approximately 57 mm (~2.25 inches). There was no injury to the patient or staff.